Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. The clinical observation of electrode end damage was confirmed based on a deformed helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of device sensing issue based on normal lead resistance measurements. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during the procedure, the helix mechanism of the right ventricular (rv) lead partially self-extended as it passed through the tricuspid valve. The physician failed to notice this in time and unintentionally damaged the helix structure using excessive force. As a result, the helix mechanism could not be normally rotated into the myocardium. It was also noted that the pacing parameters were unsatisfactory. A new lead was implanted to finish the procedure without any reported adverse effects on the patient. This lead is anticipated to be returned. This lead was received for product investigation. This report includes device technical analysis.

Event description:
It was reported that during the procedure, the helix mechanism of the right ventricular (rv) lead partially self-extended as it passed through the tricuspid valve. The physician failed to notice this in time and unintentionally damaged the helix structure using excessive force. As a result, the helix mechanism could not be normally rotated into the myocardium. It was also noted that the pacing parameters were unsatisfactory. A new lead was implanted to finish the procedure without any reported adverse effects on the patient. This lead is anticipated to be returned.